Manufacturer narrative:
Correction to manufacturer's investigation conclusion. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01320. This report is being submitted as additional information. Approximate age of device- 3 years, 10 months. Manufacturer's investigation conclusion: the evaluation of the device confirmed driveline (dl) that would have contributed to the reported pump stop events while the patient was on the power module. The pump was returned assembled with the driveline (dl) cut approximately 14¿ from the pump housing. A distal portion of the dl measuring approximately 14¿ was returned for examination. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pins of the metal connector appeared free from deformation. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed from each dl segment in order to evaluate the underlying wires. Visual inspection of the dl returned with the pump revealed breaches to the insulation of the orange wire at approximately 9¿ and brown wire at approximately 8¿ from the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of mechanical damage. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Analysis of the log file revealed pump stop events on (B)(6) 2018, while the patient was supported by the power module. The pump speed went below the low speed limit on (B)(6) 2018. The file captured an unsustained power elevation on (B)(6) 2018 when the speed went below the low speed limit. The pump appeared to function as intended before and after the pump motor stoppages. The hmii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. Pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document addresses all system controller alarms and how to respond to such events. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system produced red heart alarms. Several episodes of pump stoppage and low speed advisory since (B)(6) 2018 were seen in the system controller history data. The patient reported experiencing these in the morning and early evening when on the power module. Rescue tape had been applied to the percutaneous lead (driveline) due to wear. The device was connected to an ungrounded power module patient cable for safety. On (B)(6) 2018 the technical service representative performed a distal end percutaneous lead (driveline) replacement. Post replacement, the device was connected to a grounded power module patient cable, and pump speed decelerations and pump stoppages occurred. The patient received a pump exchange on (B)(6) 2018.